Manufacturer narrative:
The user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of multiple infusion set tubings. Reportedly, the customer was using admalog insulin within the cartridges. A supply change was performed resolving the issue. Customer's blood glucose level was in the 90-130s mg/dl range.